Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with bloody stools, hypotension, and low flow alarms. 12 units of blood and fluids were given, and the low flow alarms and hypotension resolved. A computed tomography angiogram showed distal sigmoid thickening, yet was otherwise unremarkable. An esophagogastroduodenoscopy was performed and was unremarkable. A colonoscopy showed hemorrhoids and anticoagulation was discontinued and held on discharge. The patient was discharged on (B)(6) 2023 in stable condition. The patient did not show up to the follow-up appointment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.